Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the expired, because of a stroke. The hospital stated the stroke was pump related. No further information was available on why the hospital believed it was pump related. Anticoagulation information was not available. No information was available on the events/patient condition leading up to the stroke. The pump is not returning for evaluation.

Manufacturer narrative:
A root cause for the patient's stroke could not conclusively be determined through this evaluation. The device was not returned for investigation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.